Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had received power error detected. Customer blood glucose was unknown. Customer stated that they rewind three times. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Power error detected due to non-sleep anomaly software error. Insulin pump received with broken battery tube threads.